Event description:
A patient developed a recurrent hernia approximately eight hours after initial repair. The patient was returned to surgery. The surgeon discovered that the proceed mesh had "split" in the middle. The two pieces of mesh were sewn together and an overlay patch of mesh was placed. This was the third hernia re-occurance for this patient.